Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a no disposable alarm and the patient did not want to remove the cassette. Patient was unable to see if there was bubbles in the line. The reservoir volume was 7.5, rate was 2.4 and 103.5ml was given. It is unknown if there was air in line. There was no patient, or clinician injury associated with this occurrence. No further information is available.